Event description:
Report received of a tubing separation. It was reported that the tubing was detached from the filter. The device was not in use with a patient. The set was reportedly still in the sealed package. Though requested, no additional information was provided.